Event description:
The user received questionable sodium results for 10 patient samples. Of the data from two patient samples that was provided, the results for one sample were discrepant. Patient sample 1 initial result was 129 mmol/l with a data flag and the repeat result was 136 mmol/l. The initial results were reported outside the laboratory. The user declined to provide information concerning if the patients were affected. The lot number of the sodium electrode was not provided. The field service representative determined there was a misadjusted ise probe that was rubbing the side of the ise bath. He readjusted the ise probe. To verify the analyzer operation, he ran precision testing with consistent results and ran performance testing. The user ran calibration and quality control.